Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that one zipfix application instrument malfunctioned during a sternal closure procedure. The handle of the instrument stayed in the closed position. There was no reported surgical delay, and no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected for return, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: november 19, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one of the following device(s) was received: sternal zipfix applicator (part # 03.501.080 / lot # 8707958). The returned device shows light use during its 1.5+ year lifespan. The handle, body and trigger mechanism is in excellent condition. The trigger operates as intended and no issues were found with the returned devices. The complaint condition could not be replicated and the cause of the complaint condition is unknown. A visual inspection, functional test, drawing review, and DHR review were performed as part of this investigation. No product design issues or discrepancies were observed. There were no issues found with the returned device, therefore a corrective action is not warranted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.